Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-10714. It was reported the patient presented after an ablation procedure and feeling dizzy. X-ray examination shows the right ventricular lead was dislodged, so the physician opted to explant the lead. During explant procedure, the left ventricular lead became dislodged and was noted via fluoroscopy. The left ventricular lead also exhibited failure to capture during procedure. The physician explanted and replaced both leads. The patient was in stable condition.